Manufacturer narrative:
The reported issue that the clinician loaded a 3ml prefilled syringe saline flush, and the pump identified it as a 10ml syringe along with the device incorrectly recognizing the volume in the syringe could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this issue is deemed necessary; a device malfunction is not believed to have occurred because the 3ml prefilled saline flush syringe is not an approved syringe for use on the alaris system. The customer's product enhancement request to have added the 3ml prefilled saline flush syringe was escalated and added to the per database (ID# (B)(6)) for future consideration. No device history or qn search was performed since no source device serial number was reported by the customer. The syringe module was reportedly intended for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that when the clinician loaded a 3ml prefilled syringe saline flush, the pump identified it as a 10ml syringe. It was noted that the device incorrectly recognized the volume in the syringe as well. For instance, the volume was recognized as 0.3ml when there were 2ml in the syringe. Furthermore, the pump did not allow the clinician to override the volume to be infused (vtbi), because it only recognized 0.3ml and won't allow the infusion of 0.6ml flush volume to clear the tubing. There was no patient injury. The clinician was then reminded by bd representative that the 3ml prefilled syringe saline flush is not compatible with the pump.